Manufacturer narrative:
Updated fields: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It was confirmed that foreign material was in the insertion section, however, the specific material could not be identified. It is likely the material remained in the device because reprocessing could not be properly conducted due to the leak in the bending section cover. The event can be detected by handling the device in accordance with the following IFU: "-perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. -inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported air/water leakage from the distal end of the evis exera ii gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: connecting tube had foreign materials. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign objects in the connecting tube. The right/left and up/down knobs had discolorations. The suction connector had corrosion; the electrical connector had corrosion. Water tightness was lost due to pinhole on the bending section cover. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The image guide protector had a scratch, the universal cord had a scratch, and the light guide lens had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.